Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and the nozzle units from o2 and air gas module were replaced and returned for investigation. One of the nozzle units had a defect feather spring, probably caused during the replacement. The defect nozzle unit could not be tested. The other nozzle unit was mounted in an air gas module and during simulated use test, the nozzle unit was working as expected. Evaluations of the received device logs show a matching event on mars 12. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. There is no indication of in which gas module the two nozzle units were mounted in the reported device. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator alarmed for low o2 concentration. There was no patient harm. (B)(4).